Manufacturer narrative:
The device has not been received by verathon at this time; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image would disappear. A second glidescope system was used to complete the procedure, which was prepared for use in approximately two (2) to three (3) minutes. No harm to the patient or user was reported.